Event description:
Complainant alleged that while attempting to treat a (B)(6) female pt, the device's display blanked out. Complainant indicated that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a damaged ferrite on the system board. Analysis for reports of this type has not identified an increase in trend.